Event description:
Customer reportes receiving high readings. In blood glucose tests, customer received a lab reading of 80 and a meter reading of 230 mg/dl within 10 minutes.the results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no reports of death, serious injury or mistreatment associated with this event.